Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medcial prodcuts: product ID: 3093-28, lot# v639199, product type: lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Event description:
The representative reports replacement/revision. Patient had system removed to have another medical procedure. The root cause of this revision and/or removal was related to a therapy or device complaint. The system wasn't providing therapeutic benefit and the patient needed an MRI so patient wanted the system out. Caller stated that the procedure to remove the system was last week and the lead broke as it was being removed. The lead fragment was left in. There was multiple event date. The patient had loss of therapy and the date was unknown. The broken lead was during procedure in (B)(6) 2015 (caller stated it was on either (B)(6)). The notify date was (B)(6) 2015. The healthcare provider later called regarding MRI. It was discussed that a MRI was not recommended with patients that have lead fragments. Caller wanted MRI guidance for a lumbar MRI. The representative later reported he was aware of the revision with the lead fragment remaining implanted on (B)(6) 2015 and the representative was not present for the case. The representative did not know why the lead fractured. The representative believe the issue had been resolved. The patient was concerned about the ability to have an MRI with a fractured lead fragment. The doctor was put in touch with manufacturer company f or further follow up. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation.

Event description:
Follow-up from the manufacturer representative (rep) clarified that he believed the date of the procedure was (B)(6) 2015, not when a rep first became aware of the event. The rep had immediately called in the issue when he was made aware.